Manufacturer narrative:
H3: product analysis concluded that overheating was observed after 1 minute. There was a loud abnormal noise. Black oil could not be observed. As per pre-repair temperature test the observed temperature results in one minute are 24c at rear, 31.6c at middle and 54.1c at nose of the handpiece. Upon conducting an internal inspection, deterioration of parts such as stainless steel balls, o-ring, middle housing, shaft, color, nose, and bearing were observed due to dirt and rust. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, black oil was coming out, and it became hot. No known patient impact.